Event description:
Doctor reported a broken port tubing.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. An extra piece of tubing was received with the port and the tubing ends do not match up. Analysis noted a thinner surface and smooth opening at the taper tubing junction consistent with wear and tear. Analysis noted a sharp breakage at the band tubing at the stainless steel connector, etiology unk. Add¿l analysis noted observation of needle induced seal damage to access port. Analysis noted that the port and band tubing pieces were broken with striations consistent with surgical end cut to remove the device. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ ¿caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ device labeling addresses the following precaution to prevent damage to the port: ¿when adjusting band volume, once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum¿ ¿caution: once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum.¿